Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit powered on to a "self-test" failure message. Analysis did find that the side bail covers were broken, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. It was further noted on the return paperwork that the generator powered on to a "self test failure" message. The generator was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that an external pulse generator would not power on. It was further noted on the return paperwork that the generator powered on to a "self test failure" message. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.